Event description:
Reporter indicated a vns magnet was not eliciting a magnet mode stimulation during a magnet mode test due to the magnet being cracked. All attempts for further info and magnet return for analysis have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.